Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on oct 25, 2019. The customer blood glucose level was above 400 mg/dl at the time of incidence. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, polyuria and polydipsia. Offered assistance to check the insulin pump, site and the settings but they said that he was away with the customer. The insulin pump will not returned for analysis.